Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign material on the air/water cylinder and tube, foreign material on the light guide lens, foreign material on the distal sheath adhesive, and foreign material on the connecting tube. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigations, adherence of the foreign material at aw-cylinder, aw-channel, lg-lens, a-rubber glue, and insertion tube was confirmed. It could not be specified what the foreign material was nor the root cause of the remaining foreign material. It was determined, however, that reprocessing was not conducted properly due to scratched connecting tube and leakage from worn s-cover packing/cut sw1. Subsequently, the material was not possibly eliminated. Performance of reprocessing on the device was secured in the reports by reprocessing appropriately in accordance with instructions for use (IFU/cleaning/disinfection/sterilization). There was no report that the device was used for procedure while the event occurred. The suggested events can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): ¿ detection methods are written in IFU: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. ¿ prevention measures are written in IFU: gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. A definitive root cause cannot be determined. Olympus will continue to monitor field performance for this device.